Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 70% stenosed , eccentric de novo lesion was located in a non-calcified and non-tortuous left anterior descending artery. The lesion was predilated with a 2.5mm unk balloon, reducing the stenosis to 50%. A 3.00x24mm liberte bare metal stent was advanced to the lesion, but resistance was felt and the device could not cross the lesion. Upon removal of the device from the pt, the physician noted stent damage. The procedure was completed by placing two liberte' bare metal stents in the lesion and post dilating with a 7.5mm unk balloon. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).